Manufacturer narrative:
Software issue.

Event description:
The customer reported no spo2 waveform. According to the customer, they are getting a percentage but nothing else. No adverse event involving a patient or user was reported by the customer.